Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of the additional devices required to retrieve the stent. Block h11: an electrocautery-enhanced delivery system was received for analysis. Only the handle was returned, and it was found the inner sheath kinked and covered of tissue. The delivery system analysis could not confirm the reported event of stent premature deployment; however, it was found that the inner sheath was kinked and covered of tissue. As a part of the evaluation performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The stent premature deployment issue could have occurred due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the issue found during evaluation was most likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, excessive manipulation of the device without enough care could have induced the defect found. On the other hand, the clinical observation cannot be confirmed because it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans-gastric to facilitate a pancreatic cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange was released without issue. The stent was visible, and upon initiating retraction of the delivery system, the stent suddenly glided into the cyst and was premature deployed from the system. Only a few clicks were heard. As a result, a guidewire was inserted, the hole was dilated to 12 mm, and with the stent mounted on a dilation balloon, retraction of the stent from the cyst was initiated. Once a flange became visible, a rat tooth forceps was used to remove the stent. Finally, two double pigtail stents were placed, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of the additional devices required to retrieve the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans-gastric to facilitate a pancreatic cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange was released without issue. The stent was visible, and upon initiating retraction of the delivery system, the stent suddenly glided into the cyst and was premature deployed from the system. Only a few clicks were heard. As a result, a guidewire was inserted, the hole was dilated to 12 mm, and with the stent mounted on a dilation balloon, retraction of the stent from the cyst was initiated. Once a flange became visible, a rat tooth forceps was used to remove the stent. Finally, two double pigtail stents were placed, and the procedure was completed. There were no patient complications reported as a result of this event.